Event description:
Defective epidural pump infused 50 cc epidural medication over 45 minutes period of time. Pts blood pressure decreased with fetal heart rate decelerations associated with bolus of medication. Pt also experienced numbness, tingling and difficulty swallowing.